Manufacturer narrative:
Investigation: samples received: 2 open pouches, ampoules unopened with leakage signs. Analysis and results: there are previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches (closed ampoules) showing ampoule leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoule was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, and that there are several previous complaints for the same defect, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/proventative actions: a CAPA has been initiated.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that ampoule leakage occurred. The reporter indicated that when opening the package, the leakage from the ampule was already caused, therefore the product was not able to be used. The same event has happened twice in a row.